Event description:
It is reported that the device was implanted in 1999. Post-op, the patient developed osteolysis in the tibia area of the screws. A revision surgery has not been scheduled yet.

Manufacturer narrative:
Evaluation summary: a definitive cause cannot be determined. Evaluation: no product was returned for review. Device history records indicate MFR to specification.